Event description:
It was reported there was more volume than expected in the intrathecal drug delivery pump at the first refill. The volume discrepancy was greater than 25% (expected reservoir volume was 4 ml while the actual reservoir volume was 38 ml). The patient was asymptomatic. The patient was implanted in 2008, and had not yet reached a therapeutic dose. The drug used in the pump was not reported. The patient was being managed with oral pain medications. A rotor study was performed which showed movement of the rotor. No stalls were indicated on pump logs. Troubleshooting was being considered to check for catheter occlusions. Additional information has been requested but was not available on the date of this report.